Manufacturer narrative:
Supplemental report

Event description:
The international customer reported the ventilator would not function on battery power, and the battery charging led indicator was blinking. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer evaluated the device and a power supply has been ordered for service of the reported problem. Power failure due to loss of ac or battery power may result in shutdown of device during normal ventilation operation. Proper care, maintenance and testing should be performed when using battery power sources.

Event description:
The manufacturers field service engineer replaced the power supply to address the reported problem.